Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx stent system covered stent was implanted in the bile duct to treat liver transplant stricture during a procedure performed on an unknown date. The patient, who had a liver transplant, presented for follow-up due to distal migration of the stent out of the duct, which was confirmed under endoscopic retrograde cholangiopancreatography (ercp) with fluoroscopy. Follow up procedure was completed by implanting a plastic stent. There were no patient complications reported as a result of this event. Note: the wallflex biliary plus rx stent system was implanted to treat liver transplant strictures. However, per the wallflex biliary plus rx stent system directions for use (dfu), the stent indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures. The device is not intended to treat liver transplant strictures.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2203 captures the reportable event of imaging required.